Event description:
Broken item during procedure. No bits broken off or left inside of patient. Delay to surgery ¿ minimal whilst opening another set. No harm came to patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Broken item during procedure. No bits broken off or left inside of patient. Delay to surgery ¿ minimal whilst opening another set. No harm came to patient.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection of the returned device indicated that the outer layer of coils of the flexible shaft have unwound and the coiled wires of the shaft near the tip have fractured. This indicates that the flexible drill shaft fractured in overload. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: it was reported that the flexible drill shaft fractured during surgery. Visual inspection of the returned device indicated that the outer layer of coils of the flexible shaft have unwound and the coiled wires of the shaft near the tip have fractured. This indicates that the flexible drill shaft fractured in overload. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.